Manufacturer narrative:
Report number: 1038671-2023-01965 d10 concomitants: lgc tibial fit tray cem sz 1.5f / 1.5t (02-012-45-1515, (B)(6)). Three peg patella 29mm (200-02-29, (B)(6)). The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01965. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2013. Approximately 6 years and 6 months after the initial procedure the patient had a right knee revision on (B)(6) 2019. The patient has suffered the following injuries and complications: prothesis wear, loosening, pain, difficulty with everyday activities, trouble walking. Patient was revised to exactech devices. Revision operative report of (B)(6) 2019- postoperative diagnosis: failed right total knee arthroplasty-secondary to aseptic loosening. Procedure: a synovectomy was performed. The patella was subluxated. The polyethylene was extracted. The femoral component was grossly loose with severe distal femoral bone necrosis. The residual necrotic bone was removed with rongeurs and curettes. Removed the tibial component without difficulty. The patella component remained well-fixed. Sterile dressings were applied, the patient was awakened and transferred to the recovery room. No other information is available. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.